Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -15.5/2.0/075 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. Lens was exchanged on (B)(6) 2023 for a shorter length lens and problem was resolved. Cause of event is reported as unknown.

Manufacturer narrative:
(B)(4).